Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The power adapter and charging cable was returned for evaluation. An external visual inspection for the power adapter was performed and passed. A receiver load test was performed and passed. The 5vdc was measured and passed. No issue was found with the power adapter. An external visual inspection for the charging cable was performed and failed due to burnt usb cable. Pictures were taken. A receiver load test was performed and failed due to burnt usb cable. The allegation was confirmed. The probable cause was determined to be a damaged usb connector. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver and charging cable was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.